Manufacturer narrative:
The subjected otv-s190 was returned to olympus for evaluation. Olympus confirmed the following things. -when the subject otv-s190 was worked, olympus confirmed that the side of the power supply unit in the subject otv-s190 was more high-temperature than the otv-s190 which owned by olympus. -when the subject otv-s190 was worked 6 consecutive hours, olympus confirmed that the subject otv-s190 was not shut down. -olympus confirmed that a lot of dusts were adhered to the cooling fan of the power supply unit, the ventilation grilles, the cooling fin and the circuit board, etc. In the subject otv-s190. The reported high-temperature state phenomenon was confirmed, but the reported shut-down phenomenon was not confirmed. Based on the evaluation results, there was a possibility that this event was caused by dusts. The otv-s190 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the nasoendoscopy, the subject otv-s190 was shut down suddenly. And the subject otv-s190 could not be turned on again and was a high-temperature state. The user cancelled the examination and re-examined on the next day. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".